Event description:
Pt status post prodisc-c implantation at level c4-5 on an unk date returned to surgeon for a follow up visit on an unk date experiencing pain. It is not known if x-rays were taken. Surgeon removed the pdc implant on (B)(6)-2011 and revised the pt to a one-level infusion.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. Removing the diseased disc is supposed to remove the source of the patient pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states, performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. (B)(4). The source of the patients pain remains unclear in this case. No further action regarding implant design is necessary at this time.

Event description:
This is 1 of 1 report for complaint (B)(4).